Event description:
It was reported that a clinician called to review electrocardiograms. It was noted that the patient received inappropriate therapy due to noise. The noise could not be programmed around due to its amplitude. Recommendations for a possible lead revision were made. There were no reported symptoms.